Event description:
Per the clinic, the patient experienced a loss of osseointegration in (B)(6) 2013 (specific date not reported), resulting in fixture loss. There are no plans to reimplant the patient with a new fixture as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
Correction: the correct catalog number is 92346; not 93329 as previously reported. This report is filed (B)(4) 2013.